Event description:
Pt was on a bird 6400 ventilator and it failed. The alarm did not activate. The svc co responded and inspected the ventilator. Suspected failure was due to a secondary fuse which had blown out. Tech stated that the failed fuse was also the reason the alarm did not activate. Tech stated that this was not the first time this has happened to this model machine.